Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 3 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The patient stated she was connected and no leaks were noted. The patient did not know how the air got into the line, as she did not see anything unusual with the supplies. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 3. The patient stated the hc alarmed last night, and that she just turned the hc off and discarded the supplies. (B)(4) explained the error indicated a large amount of air had entered into the disposable set. The patient stated she was connected and no leaks were noted. The patient elected to continue therapy with new supplies. Product surveillance spoke with the patient who explained she did not know how the air got into the line, as she did not see anything unusual with the supplies. The patient was unable to provide the lot information. No injury or medical intervention was reported.